Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump was programmed incorrectly. It was reported that the continuous rate on the pump was set at 8ml/h, but should have been 2.2 ml/h. Per reporter the patient was hospitalized at the time of the event, there was no indication if the pump contributed to the hospitalization. It was reported that pump settings were subsequently corrected to 2.2 ml/h with a morning dose at 5ml and extra dose at 2.2 ml. No adverse patient effects were reported.